Event description:
Patient reported obtaining a blood glucose result of 274 mg/dl, while using the suspect device. Based on this result, patient reportedly delivered 2.25u of lispro insulin. Patient stated that, approximately 4 hours later, he lost consciousness. Patient's spouse tested his blood glucose, while unconscious, and obtained a result of 98 mg/dl. Emergency medical services were summoned, on patient's behalf, and upon their arrival (ten minutes later), patient's blood glucose reportedly measured 31 mg/dl (on paramedics' blood glucose monitor). Patient stated that he was given a shot of glucagon and was transported, by paramedics, to the hospital. Patient indicated that he was given a chest x-ray and remained in the hospital, for several hours. No additional details of patient's diagnosis or treatment were provided. Patient's current condition: has a cold. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement was shipped.